Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to update information included on the initial report. The following sections were updated and/or: d9, e2, g2, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the b30 error was displayed because the lock mechanism of the video connector was found damaged, and the connection could not be performed normally. Regarding the cause of the failure, it may have been damaged by pulling it out without releasing the lock mechanism, or may have accidentally hit something on the lock mechanism and damaged it.

Manufacturer narrative:
During troubleshoot via telephone, the technical assistance center recommended the referenced device be returned for service. The device was returned to the service center and the evaluation was unable to confirm a b30 communication error, however, the locking latch at the video connector socket was worn out causing unstable connectivity to a test camera head. The device was repaired and returned to the customer. A review of the device's repair history shows no previous repair records. The device was sold on october 21, 2018. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported, during an unspecified procedure, a b30 communication error would intermittently occur with the visera elite video system center when camera heads were connected. The video system was replaced with another unit and the intended procedure was completed with no delay or issue.